Event description:
A 56-year-old male with a history of prior CABG, known coronary artery disease, and renal insufficiency presented in cardiogenic shock consistent with scai stage e following post-operative CT surgery and was supported with bipella, including an impella 5.5 and an impella rp flex implanted via right femoral venous percutaneous access. During support, the patient experienced a decrease in hemoglobin/hematocrit from 9.1/27.1 pre-rp placement to 6.7/20.6 post-placement, requiring transfusion of packed red blood cells by the bedside nurse. The patient had end organ failure at baseline and ultimately expired on support, with both devices explanted. It is unknown the cause of the decrease in hemoglobin and hematocrit. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received that reported that the "patient unfortunately expired while on support. Pumps went to morgue with pt. The pt has open heart surgery. The hbg had been trending down since coming out of surgery. No active bleeding from impella. Per the hospital protocol blood products are given once the markers met their hospital specific parameters."

Manufacturer narrative:
B5. Additional event description added.